Event description:
Reportedly a rod was implanted during a posterior thoracic laminectomy with fusion at t10-l5, and was noted as broken approx 18 months post-operative. Pt, surgeon, implanted date, explant date (if removed) and facility, are unk.